Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing by running a short, simulated therapy of 25ml at 25ml/hour and performed according to product specifications. Pre-servicing and flow accuracy testing was performed and no issues noted. The event history was reviewed, and the reported infusion was confirmed. The reported drug vasopressin was identified in the logs as a primary infusion at the rate of 12ml/hour with volume to be infused of 60 ml on the event date. One downstream occlusion alarm was found on the event date. No air in line alarms occurred. No motor stall alerts were identified. Standby alarms were not identified on or around this infusion. The infusion did not run to completion user stopped the pump and shutdown the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Related complaints: device 2: 1416980-2025-02471 and device 3: 1416980-2025-02469. Additional information: b1, b2, b3, b5, d10, f10, and h1. B5: upon follow up information, it was further reported three (3) pumps were in use on one patient. The patient reportedly was receiving levophed, dobutamine, vasopressin and IV fluids on the novum pumps. On an unspecified date, the patient reportedly experienced a ¿decline in condition.¿ this patient was transferred to a ¿higher level of care.¿ on the date of the event, the patient reportedly ¿coded¿ and died. It was not reported which pump was running which medicated solution or which pump under-infused related to the patient¿s reported death. Additionally, the clinical engineering department of the reporting facility evaluated the pumps onsite and ¿no issues were identified with the three pumps involved.¿ this compliant is for device one (1). Should additional relevant information become available, a supplemental report will be submitted.